Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) chamber was received and visually inspected. Results: visual inspection revealed that the (B)(4) chamber dome had a crack below one of the ports. No residue was observed at the crack. A lot check revealed no other complaints for lot 141028. Conclusion: we were unable to determine what had definitively caused the cracking of the chamber. However based on our investigation, the position of the crack indicates that the crack was most likely caused by excessive pressure during use. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber including a check for cracks in the chamber dome. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the (B)(4) vented autofeed humidification chamber state the following: maximum operating pressure: 8 kpa. Use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via an fisher & paykel healthcare (fph) field representative that an mr290 humidification chamber cracked during use. No patient consequence was reported.